Event description:
A seriously ill patient in the ccu developed dysrhythmia requiring pacing. The pa catheter was removed from the internal jugular vein and a 5fr pacing wire was inserted, but the tuohy borst adapter could not be locked down on the wire. This caused leakage in the sheath and loss of pacing capture. Two hours later the patient expired, after 30 minutes of CPR.